Event description:
It was reported that the device delivered inappropriate shocks due to lead noise. It was noted that the lead's sensing had decreased in the past two weeks. It was further reported that at explant, the lead helix would not retract and upon explant a lead fracture was confirmed. The lead was replaced and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead in segments was returned, analyzed, and revealed that the defibrillation conductor fractured. It was noted that the proximal conductor fractured, the distal conductor had blood/body fluid (not obstructed), several conductors had blood/body fluid (not obstructed), the outer tubing overlay melted and had cosmetic environmental stress cracking, the defibrillation coil was exposed and had a white substance on it, the outer tubing overlay had a white substance on it, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix lobe mechanism.